Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had pump stoppage events while connected to the power module only. The alarm was triggered by patient body movement. A percutaneous lead repair was completed on (B)(6) 2015, however, the pump stoppages and speed drops continued the next day. The patient was asymptomatic during the events. A pump exchange only was completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the report of low speed/flow alarms and pump stop events was confirmed based on the evaluation of vad-3147. The pump returned with the percutaneous lead cut approximately 2 inches from the pump housing and the severed portion of the lead returned in two pieces. Continuity testing was performed on the distal-end portion of the lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed a disruption in the insulation of the brown wire at what would be approximately 9 inches from the pump housing and a disruption in the black wire at what would be approximately 11.5¿ from the pump housing. The conductors of these wires were exposed. Examination of the remaining wires in these areas revealed marks consistent with abrasion. The disruptions of the brown and black wires appeared to be the result of repetitive flexing of the lead in this area. This flexing likely caused abrasion to the wires as a result of rubbing against the braided shielding. There was no evidence of mechanical damage to the wires such as crushing or pinching. The brown and black wire represents the two wires of phase 2. The disruption in the insulation of the wires would have interrupted function as a result of the exposed conductors of either the brown or black wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards and pump stop events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.